Event description:
It was reported that the ilet user had no remaining sensors after replacing one and planned to obtain a replacement sensor from the pharmacy. The agent advised use of bg run mode with manual blood glucose entry until a new sensor was available. No reported symptoms or adverse physiological effects. Outcomes included continued therapy using bg run mode without alerts or alarms during the call and transfer to the partner organization for sensor replacement support. Investigation included troubleshooting and education on manual bg entry and operational guidance, followed by transfer to the sensor manufacturer for replacement. Investigation of this case revealed no device malfunction of the ilet pump and no alert behavior, with the issue related to sensor availability rather than pump performance. It was concluded, based on previously established findings for similar reports, that the cause was user dependency on a depleted sensor supply and external sensor replacement needs.